Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient used cgm while pregnant or while on dialysis against user guide recommendations. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. Labeling indicates: the dexcom system was not evaluated for the following persons: pregnant women. No additional event or patient information is available.